Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level of 400 mg/dl. The customer also reported calibration not accepted. The customer's current blood glucose was 140 mg/dl. The customer's current sensor glucose was 163 mg/dl. The customer's blood glucose came down to 301 mg/dl. The device will not be returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with an insulin pump, connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.